Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. A product investigation was conducted. Visual inspection: the locking mechanism of the tfna fem nail ø12 130° l170 is positioned near tfna - blade hole. Moreover, there are slight wear marks at the blade hole, nail surface as well as on the locking mechanism. The anodized layer is worn away at the wear marks which indicates that they were caused post-manufacturing. No other visual damage could be observed at the tfna nail. All features related to the reported complaint condition were reviewed and no other issues were identified. Functional test: the function test at zuchwil customer quality was conducted with a demo locking driver and tfna - balde with the result that the locking mechanism of tfna nail could be locked/ unlocked the blade as per design intended. The complained malfunction of "the locking mechanism was stuck in the middle of setting" could not be replicated. It was possible to move the locking mechanism without any issues as well as the blade could be locked / unlocked as required. Summary: the complaint is not confirmed as the received tfna fem nail ø12 130° l170 is fully functional as required. Therefore the root cause of the complained malfunction cannot be defined as it was not possible to replicate the occurrence with the received nail in question. During the investigation, no product design or manufacturing issues were observed that may have contributed to the complaint condition; therefore, further corrective and/or preventive action is not required. The root cause was identified during the performed cq evaluation and therefore the in the investigation flow listed remaining investigation steps "dimensional inspection:" are not required. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. A device history record (DHR) review was conducted: manufacturing location: monument, manufacturing date: 13-jan-2020, expiration date: 01-dec-2029, part number: 04.037.242s, 12mm/130 deg ti cann tfna 170mm - sterile, lot number: 33p6299 (sterile), lot quantity: 5 . This lot met all dimensional, visual, sterility and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Component part(s) reviewed: part number: 04.037.912.3, tfna lock drive, lot number: 20p9876, lot quantity: 200. Production order traveler met all inspection acceptance criteria. Inspection sheet, met all inspection acceptance criteria. Part number: 04.037.912.4, wave spring, shim ended lot number: 17p1871, lot quantity: 1,000. Production order traveler met all inspection acceptance criteria. Inspection sheet, incoming final inspection, met all inspection acceptance criteria. Material certificate and certificate of conformance and quality history card were reviewed and determined to be conforming. Part number: 04.037.942.2, lock prong, 130 degree, tfna lot number: 28p9557 lot quantity: 112. Production order traveler met all inspection acceptance criteria. Inspection sheet, final inspection, met all inspection acceptance criteria. Part number: 21127, timoagri16.00 lot number: 17p3656 lot quantity: 1,063 lbs. Inspection instruction met all inspection acceptance criteria. Certified test report were reviewed and determined to be conforming. Lot summary report dated 07-oct-2019 met all inspection acceptance criteria. Raw material receiving/putaway checklist met all inspection acceptance criteria. This lot met all dimensional, visual, sterility and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that on (B)(6) 2020, the patient underwent open reduction internal fixation surgery for femoral trochanteric fracture. During the surgery, while inserted flexible driver, the locking did not appropriately. The locking was stuck in the middle of the setting. Surgeon used static locking driver but failed. With replacing the nails, surgeon was able to complete surgery successfully. The patient condition was stable. Concomitant device reported: unknown screwdriver (part# unknown; lot# unknown; quantity: 1). This complaint involves one (1) device. This report is for (1) 12mm/130 deg ti cann tfna 170mm - sterile . This is report 1 of 1 for (B)(4).